Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient pc was displaying "replace generator soon" message. Company manufacturer connected with the ipg and confirmed that it is nearing end of life. As such surgical intervention is pending to address the issue at a later date.